Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the customer used alcohol on the connector of the transfer set. Per the transfer set labeling, it states do not apply hydrogen peroxide, alcohol or antiseptic agents containing alcohol to the connectors. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2017. Initial reporter telephone number: (B)(6). This report is for a use error which resulted in peritonitis. Per transfer set labeling, it states do not apply hydrogen peroxide, alcohol or antiseptic agents containing alcohol to the connectors. Do not allow bleach to come into contact with set tubing. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a use error which resulted in peritonitis. It was reported the patient was afraid of possible bacteria on the transfer set, therefore the patient used alcohol to wipe the transfer set to prevent bacteria and as a result, the twist clamp cracked (due to breakdown) and liquid leaked from the set. The patient presented to the hospital for treatment; however it was not reported if the patient was hospitalized for the event. The patient was treated with unspecified intraperitoneal drugs. The patient was recovered from this peritonitis event and pd therapy was ongoing. On an unreported date, the patient was educated not to use alcohol to wipe the transfer set. No additional information is available.